Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that they never felt their device helped their lower back pain and quit using it years ago. An x-ray showed the 5-6-5 lead to be mostly out of the epidural space. It was unknown when this occurred what caused it. The patient had complete explant on (B)(6) 2016. The indication for implant was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.